Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 1.1 and 1.2 shows device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the current device used in this incident, it was determined that drawers 1.1 and 1.2 were not detected on the communication bus. A field service engineer reseated all the cubes in main drawer 1.1 and there was some debris that the engineer removed, causing the customer not to access some cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.